Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported since they called on may 27th, the patient had at least two events of stimulation turning off and was now getting very concerned about stimulation turning off and had been checking their system frequently. It was noted that while the device was off the patient had a seizure. Data reports collected from the device were reviewed which showed the patient was doing multiple interrogations and changes to therapy and it was confirmed every time stimulation was off, stimulation on and group changes were from the patient programmer (pp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient checked their device on june 9th and showed it was off around 12 p.m. When it had previously been on. The patient checked it again and it was off. The patient sent the rep a screenshot of the programmer and showed it was on after they turned the device back on at noon. The rep was waiting to hear where the patient ate lunch and sent logs related to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient did well for about the first year but then started having these ins off events. They stated the patient was given multiple groups with different amplitudes as opposed to having 1 group with access to change amplitude. The patient has been checking the ins often and that's how they know it's off (and they will turn it back on), otherwise they may only know therapy is off if they have a seizure and think to check it. It was reviewed that from previous data, it appears, all stim off events are occurring with programmer and sometimes occur in the midst of patient making several group changes. The rep wasn't aware that patient changed groups until technical services analyzed data as patient never told the rep or hcp that they had been changing groups. The patient had 2 seizures since last appointment on (B)(6) 2021. Patient's diary of off/on events were: (B)(6) 7:34 pm off, (B)(6) 8:45 pm off, (B)(6) 7:52 am on, (B)(6) 8:24 am seizure, (B)(6) 10:52 am off. From last diary point from patient, the ins had been on the rest of the day (B)(6) and was on until (B)(6) and has been on since (B)(6). They stated the patient changed from group a (cycling on 1 min./off 5 min.) To group b (cycling on 1 min./off 3 min.) Since they had tingling in their hand on (B)(6) but that was the only group change. The rep interrogated the ins with tablet and checked device time which showed (B)(6) 2021,15:58. They updated device time/date which was corrected to (B)(6) 2021, 14:37. They viewed group usage but it showed "no data" and mentioned that when they first tried to interrogate ins, they got "kicked out" but there was no error message seen. Additional information was received from the manufacturer representative (rep) reporting that the doctor only gave the patient one group in a simple mode. The patient was given a new intercept programmer as troubleshooting. The physician chose to give the patient a patient handset that he had for office use to see if that would rule out user error on patient turning his dbs off. The rep mentioned to them that it was off-label to do so and they were also informed that the patient handset did not have the seizure cycling reset key but they were okay with that. The patient does not use the antenna with the programmer. They had the patient demonstrate usage of the intercept programmer and it seemed that the patient knew how. However, the rep did see the patient wanting to push different buttons on the intercept programmer or question/pause how to change the group selection as it¿s not intuitive in their opinion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the deep brain stimulation (dbs) being off was unknown. They did turn on the recycle start on the intercept patient programmer (pp) at the last appointment and the rep inquired if that had an effect on the dbs being off. The rep does not believe the patient used it though as it is new for them and their family to have that feature.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had a follow-up appointment today. An impedance test was performed with normal results. The patient was extremely happy as the deep brain stimulation (dbs) hadn¿t turned off on its¿ own since (and they had been checking periodically). The patient hadn¿t had any seizures since then and stimulation seemed to be working and on. The rep also looked at usage report to see what days the device was off, with the patient stating they didn¿t touch their programmer at all prior to finding the device off as the patient had been to the emergency room for the seizure and came home and saw the device was off. All dates corresponded correctly when looking at usage. It was noted the patient had an rns as well so the rep was wondering if this could have caused an issue.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were going to be at the healthcare provider¿s office next week and thought they could look for additional reports at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting they would like the device interrogated as the patient is reporting stimulation off reports again. The rep inquired about getting the handset/communicator for the patient as it is a little more work to turn off stim and it happens less accidentally with handset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they had been doing well since the last programming session with the physician over a month ago, but last night, they had a seizure. When they went to change groups with their patient programmer (pp), they noticed their deep brain stimulation (dbs) was off. They do not know why it was off and inquired if it spontaneously did so. The patient was concerned about the current sub-zero temperature where they live. It is unknown if there were any factors that may have led or contributed to the issue. The manufacturer representative (rep) is going to follow up with the patient and the hospital for further information. They will also remind the patient of seizure key use if needed by their family. The patient was able to turn their dbs on and it is still on today. Their dbs implantable neurostimulator (ins) battery level is 2.99v, on, and group a at 3.00. They are currently fine. The issue has not been resolved.